Manufacturer narrative:
Received one device. Could not confirm cassette error. Preformed downstream occlusion test 3 times and 50ml cassette test and unit did not alarm. Updated software and rest to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette error. There was no patient involvement.